Event description:
Event description guidant received information that when interrogating this implantable cardioverter defibrillator (ICD), it was discovered it had reached end-of-life (eol) 6 months earlier. The patient was scheduled for an immediate replacement. The device was an av model but the atrial therapy had been programmed off due to chronic atrial fibrillation.